Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿bolus delivery was not possible via the external bolus controller or the device button¿ was not confirmed. Bolus delivery with the test bolus generator works perfectly. Bolus button on the device works perfectly. The probable cause was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that bolus delivery was not possible via the external bolus controller or the device button. There was no reported patient involvement.